Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the communication failures between the pdm and pod or determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all the acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev d / 2014. Using pdm page 132: when you turn on or use the pdm, it establishes communication with the active pod. Usually, communication occurs quickly. Occasionally , communication takes longer and the pdm displays the communication icon during that time in the upper left hand corner. Communication can fail if the pdm is: too far from the pod-the pdm and pod should be side by side while priming during activation. Interrupted by outside interference.

Event description:
Patient experienced high blood glucose levels and was hospitalized. The communication errors received every time the patient tried connecting the pdm to the pod, causing the insulin delivery to be interrupted.

Manufacturer narrative:
Please see corrections below: g(7): g7 - type of report changed from blank to follow up. H(2): h2 - if follow up, what type changed from blank to correction file.